Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient was observed with elevated gradients and was suspected to have hypoattenuated leaflet thickening (halt). The patient underwent a course of anticoagulation with no improvement of symptoms or gradient. The most recent echocardiogram performed showed the mean gradient was 44 mmhg. The patient was presenting with shortness of breath (sob). It was noted that the patient had chronic obstructive pulmonary disease (copd). Approximately 1 year post tavr procedure, the patient was treated successfully with a 23 mm non-edwards valve. The 23 mm non-edwards valve was implanted inside the 23 mm sapien 3 ultra valve. Subsequently, additional information was received via medical records revealing the patient underwent a valve in valve procedure as the 23 mm sapien 3 ultra valve had developed severe bioprosthetic aortic stenosis secondary to halt. An echocardiogram performed approximately 10 months post tavr procedure revealed the mean gradient was 41 mmhg. The aortic valve area (ava) was noted to be 0.82 cm2. It was believed that the valve was having early valve degeneration which was likely secondary to the halt which had persisted despite anticoagulation treatment.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided; however, there were medical records provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, structural valve deterioration and device degeneration are potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the valve degeneration/deterioration that resulted in a valve in valve procedure being performed was confirmed based on the medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, "an echocardiogram performed approximately 10 months post tavr procedure revealed the mean gradient was 41 mmhg. The aortic valve area (ava) was noted to be 0.82 cm2. It was believed that the valve was having early valve degeneration which was likely secondary to the halt which had persisted despite anticoagulation treatment." In this case, the patient was prescribed an anticoagulant medication treatment, which suspected that the patient may have potentially had thrombosis resulting in the increased gradients and hypoattenuated leaflet thickening (halt). Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening, stenosis, and valve degeneration. As such, the available information suggests that patient factors (thrombosis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.